Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was implanted but then dislodged. During attempts to reposition the lead, the helix would no longer retract even after 30 turns of the fixation tool. The lead was removed and another lead was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported clinical observation of dislodgement could not be confirmed through analysis but is a known inherent risk of the use of this product.